Event description:
It was reported that device eri (elective replacement indicator) was seen 13 months post implant. The battery voltage measurements showed invalid, and it was not possible to change the pacing mode. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the device memory data revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.